Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, they pressed the green button, they closed the handle and the jaws did not close. The handle and reload was changed to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the handle does not stay closed upon application of the reload. The handle and reload was changed to complete the procedure.